Event description:
It was reported that during a laparoscopic hysterectomy procedure, the end effector came off in the patient. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device was received with top jaw separated from bottom of jaw and returned with the device. There was extensive damage (severely twisted) to the top jaw. Part of the hinge/lobe of the jaw was broken off and not included. Under magnification, a small divot was noticed in the electrode. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.